Event description:
Customer reported the burette disconnected at the top from the tubing that connects the bag spike to the burette. Etoposide 400 ml was infusing at the time of the separation. There was no patient or staff harm reported and no medical intervention was required. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). No product return expected, customer stated the set was discarded because of chemotherapy medication in the set.